Event description:
#8 fr. Foley catheter inserted into 3 yr. Male and did not function properly. After several attempts by the nursing staff to deflate the balloon (3 cc), the surgical residents attempted to deflate balloon unsuccessfully and after a urology consult, child was taken to surgery for surgical removal and insertion of suprapublic catheter.